Event description:
It was reported that the pump battery could not be charged using the tandem-provided charging cable, causing the pump to be unable to be turned on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump successfully with an alternate charging cable, resuming insulin therapy.